Event description:
The customer, a biomed, contacted physio-control to report that their device will not complete the boot-up cycle and powered off by itself. The customer attempted to power the device on using both ac and dc power, as well as fully charged batteries. The ac power adapter (acpa) that they used with the device was new. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): the customer, a biomed, did not send the acpa or batteries (that he was using with the device when he observed the reported issue) to physio-control for evaluation. Using a test acpa and test batteries, physio-control examined the device but was unable to duplicate or verify the reported failure. After observing proper device operation through functional and performance testing the device will be returned to the customer for use. The cause of the reported issue could not be determined.